Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
Correction to g3: aware date of initial medwatch: aware date should have been listed as 4/21/2025.

Manufacturer narrative:
Correction to g.3. Aware date of initial medwatch: aware date should have been listed as 4/21/2025.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Event description:
Healthcare professional reported right side deflation. Device explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-18363. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening and an opening assessed as surgical damage. As per the investigation procedure, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.